Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged. The download data does not contain any timeouts or drive stalls. However, an 0x33 alarm was generated indicating that the pod timed out while waiting for an input from the user. The device was reset & paired with a master pdm. A 5 unit bolus was successfully delivered. The rerun data did not reproduce the alarm. Fluid path test was conducted. Upon manually rotating the ratchet gear, fluid was found to exit the fluid path as intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 373 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. As treatment for hyperglycemia, a new pod was applied.